Event description:
Pt had a dislocation of the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Investigation by depuy international finds there was an opportunity for a more appropriate product to have been used in the primary surgery. After the dislocation the liner, the product was changed to a constrained liner which was believed to be more appropriate for the patient. The revision was done approximately after 2 years from the original implant date. Product problem has not been identified. Product code (B)(4), work order (B)(4) was manufactured on 11/05/2007. Twenty parts were manufactured per specification and all raw materials met specification. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.